Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported an unknown noise was present. It occurred at the time of the start of inhalation when fio2 (fraction of inspired oxygen) was set at 100 %. There was no patient involvement. The manufacturer¿s field service engineer (fse) checked the unit for the reported phenomenon then confirmed the phenomenon was duplicated. Gds (gas delivery system)was replaced multiple times temporarily for improvement of the phenomenon but the phenomenon was not improved. No operational issue was confirmed, so the technicians cleaned each part and performed a unit check. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test. Unit was checked overall and run in tests then no abnormality was confirmed.